Event description:
Doctor reported that implant at tooth site 13 was removed due to infection. Patient referred strong increasing of pain.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.